Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging the audio bolus button was damaged prior to the tactile issue. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 09/02/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/09/2016 with the following findings: the audio bolus button cover was found to be missing; therefore the button response issue was unable to be tested. Unrelated to the complaint, the display was dim and pink.